Event description:
It was reported that a patient implanted with an impella 5.5 experienced heparin induced thrombocytopenia. The patient was treated with argatroban. The patient also had a thrombosis that was treated with bilateral lower leg thrombectomy with a drain in the right leg. Impella support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Device history lot. Device lot: 1973996. Device history review.the pump s/n: passed all the post sterile inspection checks.

Manufacturer narrative:
D6b: added explant date.